Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, pacer functional stress testing, hipot testing and leakage testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not find any evidence of defibrillation charges or discharges while the device was in pacer mode. The clinical logs were not returned as part of this investigation. The electrode pads were not returned for evaluation. No trend is associated with reports of this type.